Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had the charge-pak and attention icons in the readiness display. The charge-pak battery charger had been replaced ten days earlier. During device evaluation, physio observed that the device would power off before completing a boot cycle. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and verified the reported failure. It was observed that the device's analog pcb assembly caused the internal hlc batteries to deplete. Physio-control further evaluated the analog pcb assembly and determined that the cause of the reported failure was due to an electrically leaky filter, designator fl10 on the analog pcb assembly. This filter being electrically leaky caused the internal hlc batteries to deplete. A replacement device was provided to the customer under warranty.